Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral antibiotics (date and duration not reported). The issue could not be resolved and subsequently the device was explanted on (B)(6) 2017.